Event description:
Healthcare professional reported the patient was hospitalized due to inability to tolerate liquids. Patient is now doing fine.

Manufacturer narrative:
Combined medwatch submitted to the FDA on 31oct2023. A review of the device labeling notes the following: risk review verbiage less last including labeling and monitoring. Additional information: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of dehydration and intolerance as follows: the apollo endosurgery overstitch¿ endoscopic suture system (ess) is intended for endoscopic placement of suture(s) and approximation of soft tissue. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Contact of electrosurgical components with other components may result in injury to the patient and/or operator as well as damage to the device and/or endoscope. Verify compatibility of endoscopic instruments and accessories and ensure performance is not compromised. Note: refurbished scopes may no longer confirm to original specifications. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngitis / sore throat, nausea and / or vomiting, abdominal pain and / or bloating, hemorrhage, hematoma, conversion to laparoscopic or open procedure, stricture, infection / sepsis, pharyngeal, colonic and/or esophageal perforation, esophageal, colonic and/or pharyngeal laceration, intra-abdominal (hollow or solid) visceral injury, aspiration, wound dehiscence, and acute inflammatory. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event. The user effects of dehydration, intolerance and hospitalization are known and labeled possible adverse event.